Event description:
Customer alleged that the wire cover on the right side of the head is bent and interfering with the rails articulation.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.